Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed on remote transmission. Patient was asymptomatic. No programming changes were made; patient will continue to be monitored.

Manufacturer narrative:
.